Event description:
It was reported that this patient presented to an emergency room (ER), as they had received a shock. A device check revealed that the patient had a dual arrhythmia that was converted with a shock. The patient was released and returned to the ER, early the following morning, for receiving more shocks. An additional check revealed that the patient was toggling between atrial and dual arrhythmias. One episode showed an arrhythmia that was accelerated to ventricular fibrillation, after receiving anti-tachycardia pacing. The patient received a shock and the arrhythmia was converted. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.